Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the lower graphic user interface (gui) liquid crystal display (lcd) panel, which resolved the reported issue. The ventilator then passed all performed testing and calibrations.

Event description:
It was reported that the ventilator's lower display was blue. There was no reported patient involvement. There is no report of death or serious injury associated with this event.